Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "door hinge malfunction" as a door not fully latched alarm caused by a damaged lower link switch. The lower auxiliary assembly (containing the link switch) was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 322 during therapy setup. It was also reported that there was no patient injury.